Manufacturer narrative:
(B)(4).

Event description:
It was reported that sensor ended occurred. Data was evaluated and the allegation was confirmed as an early sensor expiration. The probable cause was determined to be early sensor expiration. The reported event of a sensor ended is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.